Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that about 2 weeks ago they noticed that they no longer felt the stimulation sensation and they couldn't get it to turn on. Patient also reported a return of symptoms, leaking due to heavy coughing. Patient said that about 4 days ago checked the implant and said that it was off and tried to turn it back on again and it turned itself off again. When asked, patient said they didn't remember what setting was before noticed the return of symptoms. Patient services reviewed therapy information and general programming guidance. During the call, patient connected to implant and confirmed that stimulation is on and increased the setting. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.